Event description:
Reportedly this valve was explanted prophylactically, as the pt was having surgery for an aneurysm repair, which included replacement of his root and valve. During this surgery saw degeneration of the valve, two perforations and some thrombus. Another valve was implanted in its place.